Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device remains in place.

Event description:
It was reported that screw (iunihg) fractured within the implant at tooth location 8. Fractured screw piece is pending to removal and implant remains implanted at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Since product has not been returned, visual/functional inspection could not be performed. The customer did not claim any issues with implant and stated the implant is restorable. No further investigation will be conducted. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #8 and the length of the device usage is unknown. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device lost in suction.

Event description:
Additional information received confirmed that fractured screw pieces were removed. Implant is restorable.